Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B)(4).

Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis). Product problem(s): "none reported" (no information). A surgeon reported having "several" (two patients were identified) cases of endophthalmitis following use of this product, along with other surgical products for intraocular lens (iol) implant surgery. In a follow-up, a staff member from the hospital's infection prevention and control dept reported that the patient was treated with medications and the patient's symptoms continue but improving. Cultures were taken which showed no growth. There are two medical device reports associated with this event. This report is for the first patient.